Event description:
It was reported that during a lap appendectomy procedure, the device fired an incomplete staple line. The procedure was completed with add'l suture. No further info is available. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.